Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due recurring incontinence. No patient complications were reported in relation to this event. The patient is healing well following this surgery.